Manufacturer narrative:
The end user was ambulating down a ramp. The wheel was wobbly, he lost his balance and fell. He required sutures to repair an ankle laceration. The sample was returned and evaluated. Its overall condition was used with scratches and scuffs throughout. The tires were worn and the brakes were functional. The rear left wheel assembly was found to be loose. The frame hole for the ear leg assembly was enlarged and somewhat deformed. The wear pattern on the hole suggests the knob may not have been properly tightened. This is in combination with continued use and lateral forces exerted on the wheel assembly contributed to the deformity of the hole. The wife reported that the wheel had been loose since he first began using the device five months ago, but he continued to use it. The root cause for the reported incident has been determined to be the use of the device with a leg assembly extension that was not properly tightened.

Event description:
The wheel was wobbly and the end user fell when he lost his balance. He suffered a laceration to his ankle.